Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a cardiac surgery procedure, where a drying of the mammary vein was performed, the device cut the venous branching. The issue caused blood loss and the patient needed a transfusion. Currently, the patient is stable.